Event description:
The customer reported an issue with their meter. Upon investigation, the meter was found to exhibit the memory overwrite malfunction. There was no report of death or serious injury.

Manufacturer narrative:
(B)(4). The meter is confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed through the fa16may2006 letter.